Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523, lot: 9065831, manufacturing site: bettlach, release to warehouse date: november 5, 2014 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: 9065831) was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the groove just proximal to the broken tip as well as the shaft diameter was measured instead. Specified dimensions: groove = 6mm +/- 0.1mm shaft = 7.8mm +/- 0.1mm measured dimensions: groove = conforming shaft = conforming. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the most proximal thread form, and therefore unable to thread and assemble. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that no broken fragments retained in the patient body. There was no adverse event or injury to patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: concomitant device driving cap f/insertion handle was reported inadvertently as concomitant device on initial report. It is not a concomitant device for this case.

Manufacturer narrative:
Product complaint#: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an operation, the jig was a little loose and not lining up as well as it should. It was then backed up with the driving cap, which fatigued and broke. A second set was then opened to complete the surgery. This caused more than a 20 minute delay in surgery, it was also reported that one of the pfn instruments is broken due to wear and tear. Consignment set :lfn (lateral femoral nail), the driving cap (03.010.523) broken. A replacement from consignment was ordered. No additional information obtained from hospital. Concomitant product reported: driving cap f/insertion handle this report is for one (1) driving cap f/insertion handle this report is 1 of 1 for (B)(4).